Event description:
It was reported the patient had their scs ipg explanted and replaced on an unknown date because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.